Event description:
Complainant alleged that after the device went through the sterilization process, the handles fell apart. The complainant indicated that there was no pt invlovement in the reported malfunction.